Event description:
The customer tested her blood glucose and received readings of 105 and 54 mg/dl using her 2 contour meters. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer declined to troubleshoot or provide any additional info before ending the call. No product will be returned.